Event description:
It was reported that the cartridge was leaking from the o'ring. Customer loaded a new cartridge to address the issue. The customer¿s blood glucose (bg) was "high" although specific value not provided. Customer addressed bg level via correction injection via manual dose injection.